Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The device met all material specifications as received. The evaluation revealed that the returned screw is broken at the flute tapered area. The fracture face displayed indications of a torsional-type fracture. It is most likely that the hardness of the bone exceeded the torsional strength of the screw. The most likely cause(s) of this type of event include improper bone preparation, over-torquing or leveraging the implant during insertion. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter.

Event description:
It was reported that there was a scaphoid fracture of the right hand. As the screw was inserted using the k-wire across the fracture, a long drill was used as recommended with the profile drill. As the screw was 3/4 of the way down, the screw snapped towards the proximal end. The surgeon was able to back out 1/3 of the screw. The remainder was left in. He inserted a small headless 2.5 micro compression screw adjacent to the fragment and completed the case

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter.

Event description:
It was reported that there was a scaphoid fracture of the right hand. As the screw was inserted using the k-wire across the fracture, a long drill was used as recommended with the profile drill. As the screw was 3/4 of the way down, the screw snapped towards the proximal end. The surgeon was able to back out 1/3 of the screw. The remainder was left in. He inserted a small headless 2.5 micro compression screw adjacent to the fragment and completed the case